Event description:
Customer reports the following: "staff reported to biomed tubing set not recognized. Biomed tried several cassettes, performed close lever/push bottom of cassette test, still failed. No patient harm." Preliminary review of the device logs indicates several instances of incorrect set identifications (readings of "2") confirming the description from the customer. The pump should be returned for further evaluation. This did not stop an active infusion. Further investigation of the pump revealed the following: ingress across set ID seal leading to partial electrical failure of the set ID sensors. Ingress path found to be installation error misaligning the seal such that it was adhered to a neighboring screw boss and interrupting the seal perimeter. Fresenius kabi opened an internal CAPA in january 2023 for set ID sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Fresenius kabi is submitting this report after a retrospective review of all complaints where a set ID sensor failure has been identified.